Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was fractured approximately 70.0 cm from the proximal end; the distal detachment tip (ddt) was fractured off the pusher assembly and the coil was detached. The proximal constraint sphere became fractured off the coil when a penumbra investigator attempted to retrieve the coil from the hub of the lantern. Conclusions: evaluation of the returned device revealed that the ruby coil's pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed the ddt was fractured off the pusher assembly. Fracture of the ddt typically occurs if the ruby coil is forcefully withdrawn against resistance. The ddt becoming fractured likely resulted in the coil unintentionally detaching. The proximal constraint sphere to the ruby coil was present inside the hub of the lantern, but was fractured by the penumbra investigator in an attempt to remove the coil. Further evaluation revealed the distal tip of the lantern was ovalized. If the lantern is pinched distally during insertion, damage such as ovalization may occur. Ruby coils are 100% functionally tested during in-process inspection. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00253.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician met resistance and the ruby coil pusher assembly became kinked. The physician removed both the ruby coil and the lantern from the patient. While the physician was removing the ruby coil from the lantern, it unintentionally detached in the lantern. The procedure was completed using four new ruby coils and a new lantern. There was no report of an adverse effect to the patient.